Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the right variable angle locking compression plate anterolateral distal tibia plate was removed due to infection. A total of three (3) 3.5mm locking screws, one (1) 3.5mm cortex screws and eight (8) 2.7mm variable angle locking screws were removed. The devices were easily removed without additional intervention. Irrigation and debridement were performed as a medical intervention. The procedure was successfully completed with no surgical delay. Patient outcome was fair to good. This report is for eight (8) unk - screws: locking. This is report 4 of 4 for (B)(4).